Event description:
It was reported to boston scientific corp that a pt (weight unk) underwent a therapeutic hydrothermal ablation procedure (procedure date is unk). Approx, two months post procedure, the pt was seen for a 2nd degree vaginal and perineal burn by the reporting physician (size in unk). The reporting physician was unable to do a pelvic exam due to the pt's discomfort. According to the complainant, the attending physician stated that the hta machine alarmed twice with fluid loss alarms (rate unk) but the physician continued with the procedure because there was no visual loss of fluid. The physician indicated that the machine functioned as intended. The reporting physician has recommended the pt to a gynecologist. Further treatment and pt outcome is unk based on limited info provided by the physician.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since it was disposed of; and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. It was not possible to identify any potential lots for this product as a ship history review revealed no shipments of this part number to this customer, therefore, no device history record review was possible. No adverse trend was noted. Based on the reported incident and the follow up info, it can be determined that the pt burn was most likely the result of a poor cervical seal. The event specifically states that the console alarmed for fluid losses on two occasions during the procedure, a clear sign that the equipment operated as designed; the physician chose to continue with the procedure after the console warned of a potential fluid loss. The hta user's manual provides warnings and guidance regarding the importance of the cervical seal and the potential for thermal injuries if the cervical seal is not observed and maintained for the duration of the procedure. Guidance is also provided when the console alarms as a result of a fluid loss. The hta user's manual indicates that pt thermal injuries are a possible adverse event which can result from hta procedures.